Event description:
During the procedure, re-sheating of the subject device was performed in order to position the microcatheter. When the subject device was to be released, it had detached by itself inside microcatheter. The patient sustained no injury or complication due to this event.